Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it wasn't clear to the healthcare provider what the interference was. No symptoms or complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was "interference with EKG/scs device." No symptoms or complications were reported.